Event description:
Olympus was informed that during preparation for use for an unspecified therapeutic procedure the esg-400 electrosurgical generator issued error message e433 and rebooted continuously. No further information was provided but there was no report about an adverse event or patient injury.

Manufacturer narrative:
The suspect medical device was not returned to olympus for evaluation/investigation. However, the device was inspected on site by an olympus field service engineer (fse). The fse could not reproduce the reported error message e433 and found the hf-generator to meet its specification. Since the error message could not be reproduced during the inspection, the cause for its occurrence could not be determined and a temporary fault is assumed. Any error messages that may appear during operation are triggered by the safety system of the esg-400 and communicated visually and acoustically to the user. They are part of the device's own security concept. In particularly critical cases, further use of the device is prevented by the security system until the error has been corrected. A material or quality problem can be excluded since a manufacturing and quality control review was performed for the affected serial number of the hf-generator without showing any abnormalities. Based on the information available, the exact cause of the reported phenomenon and the user¿s experience could not be determined and is being judged as unknown. The case will be closed on olympus side with no further actions. The reported event/incident will be recorded for trending and surveillance purposes and the user will be informed about the investigation results.